Manufacturer narrative:
Submit date: 10/6/2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 9/23/2010 that a customer had an issue with a hemodialysis catheter. The customer reports at the end piece of the catheter, there is a crack at one of the silicone extensions. During this defect (suck of air during the dialyse treatment), the catheter had to be changed. Product was tested prior to use. Pt suffered no ill effects.